Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient was at the grocery store and his wife noticed that he was sweaty and mentioned his lips were tingling. The patient was confused and did not recognize his son, so the patient took a finger stick reading that had a value of 52 mg/dl while the cgm was displaying 87 mg/dl. The patient¿s wife administered the patient with a glucose shot. At the time of contact, the patient was doing fine. Additional patient or event information is not available.